Manufacturer narrative:
X-ray analysis:(B)(6) male with t12 burst fracture treated with short segment stabilization t12-l1. Post op ap and lateral x-ray are provided. Bilateral rod fracture occurred. Pedicle screw instrumentation appears undersized. Possible causes include inadequate construct for pathology / spinal instability. Root cause surgical technique. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: trauma t11, procedure: trauma case on t11, on the t12 and l1 were implanted, levels implanted: t11, l1 it was reported that, post-op, the implanted rod was broken. Revision surgery was performed to remove the implant. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.